Event description:
It was reported that, surgeon was completing the case of thumb metacarpal lengthening on an amputee to give him an opposable thumb. Once satisfied with mini-lengthener position relative to osteotomy, he tightened the 4mm locking nuts. While doing so, we heard an audible crack or snap. After further review, it was found that one of the 4mm nuts had become disengaged from the device and would no reattach or perform as intended. A backup device was used in its place and the case proceeded as normal."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.